Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode. The cause of the inappropriate reset was unknown. The device was successfully reprogrammed. The patient was stable and asymptomatic.